Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 26mm aneurysm. It was reported that during the index procedure after opening the stent graft, it was noted that the connection between the tip and the stent was loose. It was confirmed that no damage was observed upon opening the device, but it was noted that the connection between the tip and the sheath was not tight. The delivery system was not inserted into the patient. The physician decided that implanting the stent graft could potentially lead to difficulty in deployment and inaccurate positioning, so a different stent graft was implanted instead. Per the physician the cause of the event was a product quality issue. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: two still images and one video received for analysis. The images depict the distal end of a valiant captivia delivery system. The stent graft is partially deployed and the freeflo struts released. The video depicts the distal end of the delivery system. The tapered tip appears to move freely when pulled by hand. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the device was received with the external slider partially retracted and the tip capture release handle locked. Deformation was evident to the proximal end of the graft cover and tool marks were evident at the distal end of the screw gear and on the external slider. The stent graft was received partially deployed with the free flo struts released. The tapered tip could be moved freely by hand while the tip capture release handle remained in the locked position. The peek lumen was detached from the backend hypo tube. No other deformation was evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.